Event description:
It was reported that there was a post-op removal of the implant on (B)(6) 2011 from original surgery of (B)(6) 2009 on the right big toe. Patient had procedure performed due to arthritis and pain from bone spurs and a bunion. Two years later she noticed a bump at the incision site and it started rubbing on the side of her shoes causing pain. Patient went to see the surgeon who stated it was as a result of the self dissolving implant not dissolving and descending out of the insertion tunnel. It became lodged under her skin and was removed as an outpatient procedure. Pt doing fine to date, no pain.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.